Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited a burnt forceps stand. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the malfunction, a definitive root cause could not be determined. However, it is likely it was caused by a high-frequency instrument without sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: instructions evis lucera duodenovideoscope olympus jf type 260v operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope. Chapter 4 operation 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.